Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance and noise that was over-sensed by the device. On (B)(6) 2014, a fast path alert was triggered due to ventricular lead impedance less than the normal limit. Based on a one year lead monitoring trend, it was noted that the impedance had been consistently less than the lower limit. At the time of the follow-up, ventricular capture and sensing were within normal range. The physician elected to monitor the patient. No intervention was performed. The patient was in stable condition.